Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited a code 1005, which indicates an open circuit was detected during shock delivery. This observation occurred during a surgical procedure for breast augmentation. Additionally, the patient received an one inappropriate shock due to noise, most likely from cautery. A commanded shock test was performed and shock lead impedances (sli) measured greater than 200 ohms. It was noted that sli have been out-of-range for over a year. The patient was referred to the physician for a revision procedure. At this time this ICD and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited a code 1005, which indicates an open circuit was detected during shock delivery. This observation occurred during a surgical procedure for breast augmentation. Additionally, the patient received an one inappropriate shock due to noise, most likely from cautery. A commanded shock test was performed and shock lead impedances (sli) measured greater than 200 ohms. It was noted that sli have been out-of-range for over a year. The patient was referred to the physician for a revision procedure. At this time this ICD and rv lead remains in service. No adverse patient effects were reported. Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced successfully. No additional adverse patient effects were reported.